Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, when the device was being fired across a vessel, the device failed to function properly, it jammed which resulted to causing a bit of bleeding which was brought under control by the surgeon by medical/surgical intervention. A new device was used to complete the case. There was no patient injury.